Manufacturer narrative:
(B)(4). Initial medwatch incorrectly identified the customer reported problem as failure code 710:00. The reported problem was actually 701:00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 710:00 was confirmed and duplicated as failure code 701 during product evaluation. This condition was caused by an incorrectly connected ribbon cable to the user interface module printed circuit board (uim pcb). The ribbon cable was reseated to correct the reported condition. Additional information: a device history review was performed with no exceptions during manufacturing found. A service history review revealed that there is no previous service history available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility technician reported a colleague infusion pump that experienced failure code 710:00. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.